Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked at the junction of the tubing and the white twist clamp (separated); further described as the patient noticed their clothes were wet. This was identified by the patient in the morning before disconnecting from the automated peritoneal dialysis (pd) session. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a1, a3, h3, h6. A1: patient identifier: jt (previously submitted as unknown) a3: sex: female (previously submitted as ni) h10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a stuck tubing at the occlude feet location and the tubing was broken causing the leak. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.